Event description:
The patient reported that she has experienced several instances where her infusion set tubing has separated at the luer lock connection. She reported that she wears the infusion device in her pocker, and noticed that the outer tubing had separated. She stated that she immediately changed her infusion set; therefore, her blood glucose was not affected. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.